Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch source report. (B)(6).

Event description:
It was reported that the lead exhibited an increase in threshold, a fluoroscopy revealed that the lead dislodged. The lead was explanted and replaced.